Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned, as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. In this case, it is likely the reported scaffold discontinuities were the result of the scaffold resorption process which is expected by the design of the scaffold. The reported patient effects of myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use, (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported patient effects; however, the reported scaffold discontinuities appears to be due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat total occlusions in the distal right coronary artery (rca) and the mid left anterior descending (lad) artery. The patient presented with an acute myocardial infarction (ami). Pre-dilatation in the distal rca was done with a 2.75 x 15 mm non-abbott balloon at 8 atmospheres (atm) prior to implanting a 3.0 x 18 mm absorb gt1 at 12 atm. There was excellent angiographic results with no residual stenosis. Pre-dilatation of the mid lad was done with a 2.75 x 15 mm non-abbott balloon at 12 atm and a 3.25 x 8 mm trek balloon at 16 atm prior to implanting a 3.0 x 18 mm absorb gt1 at 18 atm. Post-dilatation was done with a 3.25 mm balloon, with excellent angiographic results with no residual stenosis. The patient returned on (B)(6) 2017 as an emergency with an ami. There was a 60% stenosis observed in the mid rca, but no significant restenosis in the distal rca scaffold and there was timi 3 flow. The mid-distal lad had 100% occlusion/thrombosis as well as inside the scaffold. Optical coherence tomography (oct) also showed a fracture in this scaffold. The patient was given abciximab and the thrombosis was aspirated. Pre-dilatation was done in the scaffold with a non-compliant balloon followed by implanting a 3.5 x 24 mm non-abbott drug eluting stent. Post-dilatation was performed. Oct control confirmed adequate expansion and wall apposition inside the scaffold. There was a good final outcome with timi 3 flow. No additional information was provided.